Manufacturer narrative:
Block b3 (date of event): the exact event onset date is unknown. The provided event date of may 1, 2025, was chosen as the best estimate based on the bsc aware date. Block h6: imdrf device code a1502 captures the reportable event of stent positioning problem using additional device to reposition the stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenally for treatment of a pancreatic pseudocyst during a procedure performed on an unknown date. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the distal flange was successfully deployed into the cyst. However, visualization was lost during retraction and attempted deployment of the proximal flange. The catheter was withdrawn, but the stent was not visible under endoscopic or eus imaging. It was later discovered lodged within the working channel of the endoscope during reprocessing. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.